Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported by the patient that he received insulin flow block alarm and hyperglycemia episode. High blood glucose level was 500+ mg/dl. High blood glucose level was treated by the injection via mdi. No further information was available.